Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported an event where kinked cannula issue occurred with the infusion set within 3 hours after insertion. The insertion site of the infusion set was at hip. Furthermore, the customer confirmed that the introducer needle was ahead of the cannula prior to insertion and the site location was regularly rotated . The customer didn't experience frequent and/or recurring infusion set issues. The customer resolved their issue by replacing the infusion set and resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.